Event description:
It was reported that the device had a power on reset. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The analysis was incomplete as the device was damaged during analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por for atrial rate limit, on (B)(6) 2012. One - patient alert for device circuit error on (B)(6) 2012.

Event description:
It was also reported that the device had a second power on reset. The device was explanted.

Manufacturer narrative:
The actual device was not returned for analysis. Performance data collected from the device was reviewed. A power on reset for atrial limit was observed on (B)(6) 2012. A patient alert for device circuit error was also triggered on (B)(6) 2012.